Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: (B)(6) 2016. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had their ins recently replaced due to normal battery depletion. They further said they were never told the ins would deplete so that shocked (i.e. Surprised) them. The healthcare provider (hcp) "also went in lower bone in rear and made another hole there." The patient then said the hcp had to readjust the wiring when they did the replacement; they said it evidently can move. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the device was removed (B)(6) 2017 and was not returnable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was not helping with bladder issues, bloating. That it initially helped then stopped helping and it was replaced